Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and concern with the product. Healthcare professional later reported left side baker grade of iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and concern with the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii plus concern with the product." Healthcare professional later reported "subglandular grade iii/IV capsule, intact." Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
Physician further reported left side baker grade of iii/IV. The device has been explanted and replaced.